Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead as well as inappropriate pacing spikes. The lead remains in use. No patient complications have been reported as a result of this event.